Manufacturer narrative:
Medical device expiration date: this device does not have an expiration date. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that during the customer's injection, the patient-end of the suspect device broke off into his abdomen. The customer went to the hospital where an x-ray and ultrasound were performed. The needle was detected and the doctor attempted to remove it with a scalpel. The customer was instructed to follow up with his family doctor to monitor for infection. The customer saw his doctor on (B)(6) 2016 and reported no infection was noted at the site. The patient had further follow up scheduled for (B)(6) 2016.

Manufacturer narrative:
Device evaluation: result - the customer returned (2) 5mm, 31g pen needles (1 open without the tear drop label, inner shield, or outer cover, 1 sealed) from lot # 5029159. Both returned pen needles were examined and the open sample exhibited a broken IV end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. No defects were observed on the sealed sample. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5029159. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. An absolute root cause for this incident cannot be determined.